Event description:
It was observed that during the device evaluation, the resection sheath, 24 fr. Exhibited a broken ceramic tip. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. However, based on the scraping on inside of tip beak described, it is assumed that the damage was mechanically induced. It is possible that the sharp scratch on the inside of the tip was caused by cleaning the appliance. Olympus will continue to monitor field performance for this device.